Event description:
It was reported that when he turned-on the unit, it was overtempt, he then adjusted the overtempt pot. The overtempt displayed 26.45c, he was not able to bring down the temperature. The level temp check was reading 22.8c but display was showing 26.5c. Still unable to bring it down further. He moved the pot and the temp dos does not go up. He was trying to match the temp display to the temp check. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device printed circuit board, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device circuit board was replaced and the device passed all testing.